Manufacturer narrative:
(B)(4). Medical products: unknown tibial component catalog # unknown lot # unknown. Unknown articular surface catalog # unknown lot # unknown. Report source: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-00879 and 0001822565-2022-00880.

Event description:
It was reported patient underwent a revision procedure four years post implantation due to pain. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 h6: mechanical (g04) - femur reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Clinical records review indicates that at the time of of the visit, surgeon states patient radiographically shows evidence of failure of the tibial baseplate with posteromedial collapse and bone loss. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent a revision procedure four years post implantation due to pain. Radiographic shows evidence of failure of the tibial baseplate with posteromedial collapse and bone loss. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, g3, g6, h1, h2, h6.